Event description:
Report received from the USA indicating that the "motor overheated during knee surgery." No pt or user injury occurred. It is unk if medical intervention or a delay in surgery occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "motor overheated" was confirmed. During svc an e6 error (handpiece overheat warning) occurred. If additional info becomes available a supplemental report will be submitted. (B)(4).